Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient was referred due to a decline in stimulation efficacy several months after bilateral lead implantation. Upon revision with magnetic resonance imaging (MRI), the patient presented with a left peri-lead unilateral edema, described as extending along the lead. The leads were in a good location, with no evidence of poor trajectory or acute bleed. The patient had not presented edema immediately after implantation and initially reported good efficacy; however, stimulation results have declined over time. Per the physician's opinion, there is a relation between the device or procedure contributing to the complications. The patient was placed on a course of steroids, the issue resolved, and since then the patient has improved.